Manufacturer narrative:
The reason for this revision surgery was the patient's hip dislocated after 2 months of patient use. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was kept by the pathology department and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against lot number 629c1206. A total of (B)(4) complaints have been submitted against this part number for dislocation and four for joint instability. The remaining complaints have resulted from other issues such as infections, trauma and pain. The root cause for the dislocation was reported as soft tissue in the patient's joint. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - the patient had hip dislocation due to too much soft tissue in his acetabulum. The surgeon decided to clean out the soft tissue, change the bipolar shell using the same size shell and change the femoral head to a size 28mm +3.5mm with great results.

Manufacturer narrative:
Implants kept by pathology department.